Event description:
It is reported during suctioning of the patient, the nurse experienced the secretions stayed "in the top of the glass just under the lid with great risk of soaking it back into the patient".

Manufacturer narrative:
A quality investigation revealed the product was used wrongly. No actions are required from manufacturing site. According to the product specialist, the nurse was not using the product according to manufacturer instructions. Further training has been recommended. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Note: actual date of the event is unk, so the date used was the date convatec became aware. (B)(4).